Event description:
The pt's family member called lfs on their behalf alleging that their one touch ii meter was prompting the "clean test area" message. The pt neither alleged harm nor experienced injury or medical intervention. The products were unavailable during the time of the call. However, the pt had done proper trouble shooting of this error message. Based on the info obtained from the pt's family member the meter meets the criteria for a medical device reportable. The meter was replaced due to an unresolved meter message.